Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with tissue pad detached. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. It could not be determined why the device reported long transection time.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the sales rep was present when a tissue pad melted off of the device. The surgeon was firing the min button on tissue and the sequence was not able to complete. The sealing sequence was extremely long and the secondary att tone was on for roughly seven seconds. The jaws appeared to be overloaded. There was some slight charring on the tissue. The surgeon handed the instrument to the tech to clean and the tissue pad came off. There were no patient consequences. Case completed with another device of the same product code.